Manufacturer narrative:
(B)(4) follow up for device evaluation : it was reported the plunger plastic was cracked and broken. To aid in the investigation, one sample in an opened packaging blister was received for evaluation by our quality team. A visual inspection was performed, and the syringe plunger rod has two ribs damaged. No other defects or imperfections were observed. This defect could occur if there was a jam during the assembly process. A device history record review was completed for provided material number 309653, lot 2298589. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.

Event description:
No additional information received. Materials#: 309653, batch#: 2298589. It was reported by the customer that plunger plastic cracked and broken with missing piece upon opening package. Verbatim: describe the event or problem: bd 50ml luer-lok tip syringe plunger plastic cracked and broken with missing piece upon opening package.

Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. H3 other text : see h10 manufacture narrative.

Event description:
Materials#: 309653 batch#: 2298589 it was reported by the customer that plunger plastic cracked and broken with missing piece upon opening package. Verbatim: describe the event or problem: bd 50ml luer-lok tip syringe plunger plastic cracked and broken with missing piece upon opening package.